Event description:
It was reported that the patient was scheduled for repositioning of the vns generator. It is unknown whether the generator is being moved for patient comfort or to preclude a serious injury. No additional relevant information has been received to date.

Event description:
It was reported that the vns device repositioning was for patient comfort. The device had previously been implanted in a sub-pectoral position which was causing some discomfort but has now been placed on the surface of the pectoral muscle in a subcutaneous position. This has been more comfortable for the patient. There was no injury of any kind.